Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately eleven years and nine months post filter deployment, a computed tomography (CT) scan revealed that the filter tilted, struts perforated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years post filter deployment, computed tomography revealed the filter was tilted with the superior apex position posteriorly and abutting the posterior inferior vena cava wall. The tip was positioned just below the renal veins. There was a fractured strut along the anterior aspect of the wall of the inferior vena cava with the fracture fragment measuring approximately 8mm in length and was located adjacent to the origin of the strut. There was perforation of a left anterior strut which extends approximately 9mm beyond the wall of the inferior vena cava and abuts the right anterior aspect of the aorta without evidence of aortic perforation. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately eleven years and nine months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated, tilted and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.